Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/18/2016. The fse confirmed a leak from the probe wipe; pinch valve tubing through valve lv8 was replaced, resolving the leak and the startup failures. (B)(4).

Event description:
The customer reported an uncontained clear fluid leak of approximately 5ml from the probe in a coulter ac·t diff analyzer. There were plt (platelet) startup failures associated with the leak. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.